Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8 for (B)(4).

Event description:
It was reported that the patient alert tone was going off on the implantable cardioverter defibrillator (ICD) as a warning that the carelink monitor did not pick up the ICD signal and failed to send a carelink transmission. The device remains in use, and the system remains in use. No patient complications were reported as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis determined no defect found. The bench power-up test passed, and it was verified the full debug mode test passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert tone was going off on the implantable cardioverter defibrillator (ICD) as a warning that the carelink monitor did not pick up the ICD signal and failed to send a carelink transmission. The device remains in use, and the system remains in use. No patient complications were reported as a result of this event.